Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported having a lot of sensitivity and pain. The patient stated that their teeth hurt when they remove the aligners. The patient stated treatment has caused them such a terrible sensitivity that even smiling hurts them when they drink something cold or hot.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.